Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that one lead is not showing up. The customer changed the lead set, it worked for one day, but later did not show up. There was no reported patient involvement/adverse patient impact.